Event description:
Hospital reported that the light extension arm broke off of center suspension insert when light was positioned out of way of exam area. No reported injury.

Manufacturer narrative:
A steris technician was dispatched to the hospital and the light was inspected. The light was manufactured in 1995 and is 13 years old. From the photographs and the technician's report, it appears as if the bottom hole on the clevis hinge is completely intact with the breakage occurring at the top hole. The root cause of this failure is due to the light extension arm clevis retaining pin not being fully engaged in the hinge. The nature of this failure is consistent with repeated extra tension on the light arm over a long period of time. The light is maintained internally by the hospital's facility management and biomedical engineering departments. The steris maintenance and operator manuals both identify and require pm checks to ensure retaining pin securement. The preventative maintenance chart, p 4-2, sec 4.0 of table 4-1, requires retaining pin inspection at a minimum of one time per year. The routine inspection section 4.2, item 2 of the maintenance manual, requires inspection of the ceiling and wall fixtures to ensure they are "tight and properly supported." Additionally, the steris technician has inspected all exam 10 lights at this facility and identified the other lights with clevis retaining pins not being fully engaged. The customer was advised to ensure that all clevis retaining pins are fully engaged and that the steris preventative maintenance schedule is followed to prevent such failures. Steris has requested the customer's pm schedule for the exam 10 lights, but to date, has not received a response.